Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. Sjm has limited information related to the patient¿s medical history and is unable to form an opinion as to the relevancy of the patient¿s history to the event reported. Sjm defers to the patient¿s physician regarding medical history.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01497. It was reported the patient experienced ineffective stimulation due to lead migration which was confirmed by x-rays. Programming was attempted but could not provide resolution. As a result, the patient will undergo surgical intervention.

Event description:
Device 2 of 2. Reference MFR report #: 1627487-2017-01497. Follow-up revealed the patient's leads were repositioned on(B)(6) 2017. The issue was resolved.